Manufacturer narrative:
H3- device evaluation: lens was returned ina micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
Result code 114 should be added to the previous MDR. Claim# (B)(4).

Manufacturer narrative:
Patient code 3191: no code available, small and dilated pupil. Result code 114 corrected to result code 213. Per updated information, the lens was exchanged for a different model, longer length, different power lens on (B)(6) 2020 and the problem was resolved. Patient code 3191: secondary surgical intervention, lens exchange. Claim#(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -08.00/1.0/133 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Glare/haloes were observed. The lens remains implanted. Reportedly surgeon noted "halos/glare present both with small and dilated pupil. Related in my opinion to central hole." Cause of the event is reported as patient related factor and device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.